Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The olympus local service department checked the subject device and found that the fan of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. Approximately 6 years have passed since the device was manufactured. Any one of the converter unit, ignitor unit, or main board temporarily malfunctioned due to aging deterioration and repeated usage over a long period of times. The fan was broken due to aging deterioration caused by repeated usage over a long period of times.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with the subject device, the examination lamp of the subject device went off and the emergency lamp lighted up. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.